Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Testing also reproduced error codes. The probable root cause of this issue is attributed to a faulty electrical component inside the iesu.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to confirm the reported complaint; however, the fse did replace the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted inguinal hernia unilateral surgical procedure, it was reported that errors occurred on the erbe generator. The customer noted that similar errors had been encountered previously. Due to these errors, they opted to use a third-party generator to complete the surgical procedure. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical service engineer (tse). The tse reviewed the system logs and identified m02 and c84 errors. The customer planned to continue using the third-party generator or consider swapping out the tower temporarily. The procedure was competing as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer but was not able to obtain any additional information.